Manufacturer narrative:
The customer reported that the analyzer "exploded". Upon further questioning, the customer described that the analyzer started to get warm. When they removed the batteries they saw "liquid and black from burning". There were no allegations of patient/user harm. There were no allegations of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the device investigation is not yet complete. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "exploded". Upon further questioning, the customer described that the analyzer started to get warm. When they removed the batteries they saw "liquid and black from burning". There were no allegations of patient/user harm. There were no allegations of incorrect results.